Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with fasting tests results received of 74 mg/dl from (B)(6) 2016 at 12:00am; also test results received of 38 mg/dl and 135 mg/dl from (B)(6) 2016 at 12:00am. The customer's expected fasting blood glucose test result range is 120 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/17/2018. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6).